Event description:
Spontaneous call: cartridge was loaded but wouldn't let patient fill tubing. Would say to install cartridge. Unable to troubleshoot. Replacement to be sent. No adverse event as result of pump malfunction, patient was not wearing pump. Is the actual device available for investigation? Yes. Did we replace device? Yes. Did the reported fault occur while in use with the patient? No. Did the product issue cause or contribute to patient or clinical injury? Yes. If yes was any medical intervention provided? Reported to (B)(6) by: patient/caregiver.